Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose dropped to 40 mg/dl. Troubleshooting was declined for the low blood glucose; she stated that her body did not experience symptoms of the low blood glucose, which enabled the hypoglycemia event to occur. The customer treated by eating breakfast. The customer also uses the 530g system, which includes continuous glucose monitoring devices. No products were returned or replaced.